Event description:
It was reported that during lead revision, upon connecting the device to the new lead, noise was noted on the v sense amplitude, which continued as the physician manipulated the device in the pocket during skin closure. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received review of stored egm's indicated noise consistent with a connection issue between the lead and header. The device was tested on the bench and on the automated test equipment system. No anomalies were detected and no noise was observed. The device met all test specifications.